Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site in the pt's obtuse marginal artery. Upon attempted balloon catheter inflation to 10 atmospheres of pressure, the balloon would not inflate. In response, the sds was withdrawn; however, the stent became dislodged from the balloon catheter during withdrawal and embolized to the peripheral circulation. No further attempts were made to retrieve the stent at this time. Three days following this unsuccessful stenting procedure, the pt was returned to the cath lab with the intent to attempt another stent placement. However, since everything looked fine, no add'l intervention was performed. There were no complications reported relative to this event.